Event description:
It was reported that the patient had "new leads put in because they kept coming out of place." It was noted that this occurred 6 months prior to the report. It was further noted that the patient's leads came out of place 3 times, so a laminectomy was performed. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3777-75 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6). (B)(4).